Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 40 mg/dl, which the customer treated with juice and brought up to 59 mg/dl. The customer checked again and reported that her blood glucose was 89 mg/dl. She stated that she had given herself too much insulin earlier, leading to the low blood glucose event. She noted that she was using u500 insulin and was advised that the insulin pump was made for u100 insulin. She was advised to consult a doctor to see if any adjustments needed to be made. She stated that she knew why she had low blood glucose and declined troubleshooting assistance.